Manufacturer narrative:
Per tandem user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog® no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) due to a blood glucose (bg) level of over 600 mg/dl and minimal ketones. The customer was treated with a manual injection, and was released from the ER approximately 4 hours later. Upon being released from the ER customer¿s bg level was 355 mg/dl, and customer "felt better." Subsequently, customer¿s bg level returned to over 600 mg/dl. Troubleshooting with tandem technical support (cts) was performed and insulin was not observed to be exiting the infusion set tubing. In addition, large air gaps were observed in the infusion set tubing. Reportedly, the cartridge was changed every 3 days. Cts educated customer on cartridge use and labeling. Reportedly, the customer changed the cartridge and infusion set to resolve the issue.